Manufacturer narrative:
The serial number of the customer's cobas pro ise analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable na electrode result from one patient sample tested on the cobas pro ise analytical unit. The initial na result from the reported ion-selective electrode (ise) line was 146 mmol/l. The repeat result from the other ise line was 138 mmol/l. The initial result was not reported outside the laboratory as it was not in line with the patient's history. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The field service engineer inspected the analyzer and replaced the seals, fluidic valves, and sipper nozzle. He decontaminated the analyzer with bleach and performed multiple reagent primes. He verified the analyzer's performance with ion-selective electrode checks, voltage verification, and precision checks. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.